Manufacturer narrative:
Related report number # mw5160822. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Voluntary medwatch received via us mail reported: "I am a type 1 diabetic and have had a tandem t: slim x2 pump for four years. Since tandem issued the t:connect mobile app, the pump's battery has been draining precipitously on a daily basis due to issues with the t: connect mobile app. I called tandem about the issue multiple times in the spring of 2024. They advised me to remove the app and re-download the t: connect application on my iphone, but it has not solved the problem. On august 20, 2024 tandem sent users a notice acknowledging the issue and conveyed instructions on how to update the t: connect app version to help rectify the battery issue. I had already updated the mobile app version to 2.8.2 last spring but continue to have serious battery problems. I charge the pump to 100% daily, but the pump's battery still drains dramatically every day. When I woke up this morning, I found that the pump battery was below 10%. Had the pump shut off during the night, it could have been life threatening if I had not had any insulin delivery. This issue persists with the manufacturer's product(s). I hope the FDA issues a permanent discontinuance of the product and its app."